Event description:
Customer reported that there was insulin leak coming from the drive support cap. The drive support cap was noted to be sticking out. Customer stated that she can feel insulin coming off. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.